Manufacturer narrative:
The reported adverse event is not able to be confirmed with product testing.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01178. It was reported that there was fluid discharge from lead incision site as patient kept scratching at the lead incision site, as patient kept scratching at the lead incision site due to irritation from the stitches. As a result, patient underwent surgical intervention wherein the entire system was explanted.